Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The cause of the observed dried fluid could not be determined. There were no other discrepancies during the internal inspection of the returned cycler. The glucose test strip tested negative for glucose. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found a prior occurrence of a dim screen. The production floor problem report indicated that the inverter board was damaged and the front panel was replaced to resolve the problem on (B)(6) 2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank at the end of their peritoneal dialysis (pd) treatment. The cycler was plugged into working outlet. The ok and stop keys were on. The cycler was rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date was not provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short was identified on the transformer on the inverter board.